Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a broken reservoir tube lip, cracked lcd window, cracked belt clip slot, cracked case at the display window corner, and minor scratches on the lcd window.

Event description:
It was reported that the customer received multiple motor error alarms. The customer's blood glucose level was 144 mg/dl. The customer was concerned whether or not the insulin pump was working as designed. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.